Event description:
I used renu with moisture loc contact lens saline solution for six months. I went to the hospital (ER) and the day later diagnosed with fusarium keratitis. I was taking anti-fungal medicine and resulted with a permanent sore on my left eye, it requires surgery. My vision has been impaired by more than 50%.